Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit . The technician drained the water from the unit and removed the cover to gain access to the patient side valves, replaced the stop and shunt valves as recommended by the service manual, reassembled the unit and filled with water and rechecked the pressure and flow on the patient side, the pressure and flow on the patient side were very good. The technician performed a check and the unit performed as intended. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4). Customer stated that there is no flow on the patient side of the device. The incident occurred before use / procedure so there were no patient involved. (B)(4).